Event description:
The ventilator was connected to the pt. The customer reports that the pt could not exhale. There was pt injury, however, no info has been made available as to the nature or magnitud of the injury. The upper pressure alarm activated. Respiratory noted that the expiratory pressure read-20cm h20.